Event description:
It was reported that the patient had her device rebooted yesterday, and she got a code "0x3608." The patient's device was "trickle charge" a few months. The device was charged fully each day and it would deplete, since july 11th, although not clear when the battery was brought back. The patient was told that the battery should be reconditioned after 6-12 fully recharge/discharge sessions. The patient let the device go into overdischarge, because her family threw out the recharger. The patient was directed to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).